Event description:
Report received of a pt death while the device was in use. Post-operatively, the pt was receiving d5 1/2 ns at 90ml/hour on an acclaim encore pump with an unspecified dose of cefoxitin in 100ml of d5w every 8 hours as a secondary infusion. The pt's IV access was a 22-g catheter in the left hand. The pt was also receiving pain management therapy with mso4 via an abbott pca pump ivpb into the distal port of the primary IV line with program settings of 1mg every 10 minutes with a 4-hour limit of 24mg. At approx 1700 in 2001, the pt was reported to have "slow respirations". The pca was held for 1 hour and resumed with pump settings of 1mg every 20 minutes with a 4-hour lockout of 12mg. No other interventions were required. At 2220, the pt was observed to be sleeping with "normal respirations". When the pt was checked at 0055, pt was unresponsive with no spontaneous respirations and no heart beat. CPR was initiated and a code was called. The pt was given 2mg of narcan. All resuscitative measures were unsuccessful. The md that attended the code reported that the pt's pupils were "fixed". The IV bag of d5 1/2 ns that was hanging via the acclaim encore pump stil had approx 150ml of solution in the bag at the end of the code. There was no air noted in any of the tubing.